Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4). On 11-oct-2016, fse arrived at the site to address the reported event. Inspection of the device revealed a blockage from the preheater to the prefilter. Fse replaced the tubing which successfully reduced the pressure to 8.90 mega pascals (mpa). The customer was subsequently able to run calibration, quality control (qc), and precision without errors. No further action was required by field service. The most probable cause of the reported event was due to a blockage in the tubing between the preheater and the prefilter assemblies.

Event description:
On (B)(6) 2016, the customer reported high pressure and a gradient sensor error with their g8 analyzer. On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.